Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) tested the iabp and observed electrical test fails #50 (etf) and then the iabp went into system failure. The fse isolated etf#50 to the damaged motor control board from fluid penetration. The fse also observed 10 amp bulk supply fuse blown due to a shorted motor control board. The fse replaced the motor control board, the 10 amp fuse, and the screw label concealment. Upon completion there were no further failures. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that upon power up, the intra-aortic balloon pump (iabp) displayed electrical test fails code #50 during, on, and after routine test. This event occurred during a service/test by the customer. No patient was involved. No death or injury was reported.